Manufacturer narrative:
Device evaluation: one sample was received. As received, no damage or anomalies were observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed not to inflate. The cuff was gently massaged per IFU and the cuff inflated. The complaint of cuff not inflating was able to be confirmed. However, after following the IFU and gently massaging the cuff the issue was resolved. The IFU states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cuff would not inflate. Pilot balloon was filling, but no inflation on cuff seen at all. Additional 2 ml were inserted, pilot balloon overfilled, but cuff was still not inflating. There were no patient involvement or human harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.